Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient used some kind of motor driven plow for garden work that had very strong vibrations. They used that tool for about two hours. After that they suffered from intermittent jolting sensations in the neck. The 2x8 lead was also placed in their neck (cervical). Impedance values of the system are ok. Explained to the manufacturer representative (rep) that there might be two root causes for the jolting sensation. First possibility is some kind of defect where current was leaking into the tissue causing these sensations. The other possibility could be some kind of relocation of the lead due to the strong vibrations of the garden machine resulting in mechanical stress to the spinal cord. The situation needs to be discussed with the healthcare providers (hcp) and the hcp / patient need to decide if a revision of the lead should be performed. The issue has not been resolved.

Manufacturer narrative:
B3: event date is unknown. G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had a follow-up appointment with the manufacturer representative (rep) on (B)(6) 2025. The patient reported sporadically occurring small electric shocks when using neurostimulation. Approximately at the beginning of (B)(6) 2025, she had worked her farm entrance with heavy equipment, a so-called field plough that vibrates continuously, for several hours. According to the patient¿s testimony, she was aware that this could be harmful to her neurostimulation system. Shortly after this activity, the electric shocks were noticed by her for the first time. The patient could not give an exact indication of when it was. Verification of the impedances was carried out and were within the normal range. Stimulation was completely switched off for 20 minutes and then switched on again. In the 20 minutes without stimulation, no electric shocks were perceived by the patient. After switching on the stimulation, sporadic electric shocks were again perceived by the patient. The possibilities that the patient permanently turns off the stimulation or explants the entire system was discussed with the patient. The patient decided to switch off the stimulation and, after a consultation appointment with the responsible doctor, a possible explantation of the entire system. In (B)(6) 2025 patient had a consultation with their doctor. Explantation of the affected neurostimulation system and the implantation of an sm3 pump with morphine were discussed. In (B)(6) or (B)(6) 2025 the ins system was explanted and a sm3 pump was implanted. Exact date was not known as this surgical intervention was carried out independently in the clinic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 coding correction: removed incorrectly applied patient code (annex e) e2403. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.